Event description:
It was reported that the procedure was to treat a mid left anterior descending artery (lad). The 3.5x23mm xience skypoint stent was advanced to the lesion without resistance and during positioning, the stent implant dislodged off the balloon into the proximal lad. Another stent and balloon were used to expand and embed the dislodged stent in place. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported stent dislodgement and subsequent treatment including device embedded in tissue or plaque appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.